Manufacturer narrative:
(B)(4). It was reported that patient underwent a diagnostic cystoscopy and urethroscopy on (B)(6) 2011 due to stress urinary incontinence, the results showed the bladder was normal and no evidence of erosion or injury. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that post implantation the patient experienced dyspareunia, recurrent infections, pelvic and anal pain. (B)(4).